Manufacturer narrative:
H3, h6: ¿the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. It has not been reported whether the broken anchor was retained/retrieved from inside the patient. No clinically relevant supporting documentation was provided for review. If a portion of the anchor remains retained in the patient, it is made of a bio-composite material which is intended for implantation to allow for bone ingrowth. If the anchor was retained, it is unknown if the anchor will migrate and there is potential risk for tissue inflammation and/or pain. Should any relevant clinical information be provided, this case would be re-assessed. Therefore, no further clinical/medical assessment is warranted at this time. The complaint was not confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. ¿

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during procedure, the footprint broke. The procedure was completed with a s+n back up device. Non-significant delay and no patient complications were reported.